Manufacturer narrative:
(B)(4)

Event description:
It was reported that the programming for the bolus dose being delivered by the pump changed on its own. The pump was last updated on (B)(6)2010, by the physician. The event logs of the pump show that there were pt configuration changes on (B)(6)2010, at 20:16 and on (B)(6)2010, at 13:07 and 14:06. When the pump was interrogated on (B)(6)2010, it was noted that the bolus dose had changed from 0.2mg to 0.02mg of dilaudid. No pt symptoms were reported. The pump contained a mixture of dilaudid (5.0mg/ml with a basal rate of 1.9986mg/day) and bupivicaine (20mcg/ml with a basal rate of 7.994mg/day) at the time of the event.